Manufacturer narrative:
--

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the right ventricular (rv) channel which was oversensed and resulted in 2 to 3 seconds of pacing inhibition for this pacemaker dependant patient. It was noted that there was no noise on the shock channel, and all other lead measurements were good. The noise could not be recreated with patient isometrics. Technical services (ts) reviewed the episodes and noted the noise could be myopotential oversensing, and suggested further troubleshooting options. It was later noted that the noise could be reproduced with the patient coughing; however the noise was not oversensed by the device. The patient did note to having sleep apnea, but believed he was awake at time of most of the episodes. This would be discussed further with the physician. No adverse patient effects were reported.

Event description:
Additional information was provided that during a patient follow-up visit one week later, there was no evidence of noise or non sustained ventricular tachycardia (nsvt) episodes. The patient will continue to be monitored.